Event description:
It was reported that one of the sides of the instrument didn't work. The instrument was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.